Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) have been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 around 8:00 am. It was reported that the patient was in the hospital at the time of passing. Review of the patient's download data revealed that prior to passing, the patient received an appropriate treatment from the lifevest. At 15:24:36, the patient received the treatment while their rhythm was vt at 190 bpm. The post-shock rhythm was one sinus beat then asystole. At 15:25:07, the patient's rhythm was asystole transitioning to sinus bradycardia/sinus rhythm from 30-60 bpm with pvc's. At 17:38:13, the lifevest was shut down. Per the patient's continuous ECG recordings, the patient was in sinus rhythm at 80 bpm with electrode lead fall off at the time of the device shutdown. Reporting this event out of an abundance of caution as the post-shock asystole event occurred within 24 hours of the patient's passing. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.